Event description:
It was reported that the 6800 system had high current error code displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monoblock was replaced during the service call. The system was tested and found to be working as intended, and put back into service.